Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2012 due to loosening.

Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Hence there will be no further investigation. Zimmer will consider this case closed. (B)(4).